Manufacturer narrative:
No service or examination of the system was conducted by the manufacturer. The customer reports reviewing the sample and opines that the cause of the event was a short sample; however, without further full examination of the sample and device, the specific root cause cannot be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that erroneously low glucose results were generated by the unicel dxc 600 synchron system. The result was reported out of the laboratory. There was no change to the patients' care or treatment. The result did not match the result from a point of care device. The sample was re-tested on a different system and returned a result within expectations. The retest result was amended and reported out of the laboratory. The customer reviewed the sample and opines that the initial event was related to a short sample.